Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a foreign object in the needle cover of the bd insyte¿ autoguard¿ bc shielded IV catheter. The following was recieved from the initial reporter: verbatim: there is a foreign object in the needle cover.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed one opened 24g insyte autoguard unit with no product documentation to indicate the reference or lot number. Through the visual inspection a black speck of foreign material was present on the needle cover. Based on the photo it is not possible to determine if the foreign matter is outside or inside the needle cover. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photos provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was a foreign object in the needle cover of the bd insyte¿ autoguard¿ bc shielded IV catheter. The following was received from the initial reporter: verbatim: there is a foreign object in the needle cover.